Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter connector was not replicated, but the cause of the reported leak through the connector appeared to be attributable to an occlusion in the tubing within the connector. One groshong PICC was received in four segments. The stylet had been removed and was received separate from the PICC. The nxt connector had been attached and secured to one of the four segments of groshong tubing. The distal segment contained the 3-position valve and extended to the 24cm depth mark. The adjacent segment of tubing was attached to the connector. A 12 cc syringe was filled with water and was attached to the red connector. An attempt was made to flush the connector and catheter with water, but the lumen was occluded. An attempt to flush the occluded catheter from the distal end revealed an occlusion but no leaks. The three loose catheter segments were flushed and pressurized with water. The lumen was patent to infusion, but no leaks were observed in any part of the returned catheter. The connector was disassembled from the occluded catheter and the distal connector was bisected longitudinally. The tubing was folded over itself proximal to the blue compression sleeve. The blue compression sleeve had been advanced further into the distal connector due to the excess catheter tubing that was bunched proximal to the compression sleeve. The length of the compression sleeve was within specification. The occlusion in the catheter appeared to be related to inadvertent complications during the connector assembly process. The instructions for use (IFU) state, ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the statlock* stabilization device compatible connector with extension leg together, aligning the grooves on the oversleeve portion of the connector with the barbs on the statlock* stabilization device compatible connector and extension leg. Do not twist. Note: connector portions must be gripped on plastic areas for proper assembly. Do not grip on distal portion of oversleeve.¿ no damage or defects associated with the manufacturing process were observed on the returned sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a puncture was performed with the PICC catheter, at the final moment it leaked through the catheter connector, with the need to use another one. Material does not have a photo because it is contaminated and is in the purge for collection. Additional information: there was no harm to the patient / health professional, nor exposure of fluids to mucous membranes or skin.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0644 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported a puncture was performed with the PICC catheter, at the final moment it leaked through the catheter connector, with the need to use another one. Material does not have a photo because it is contaminated and is in the purge for collection.